Event description:
It was reported that "the or staff just let me know these are basically literally like cotton and they've had to pick cotton out of the patient after using them". Additional information received states that there was no medical intervention required nor patient harm or injury. All pieces were removed from the patient. The patient's status is "discharged to home".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "investigation will be conducted through review of DHR and manufacturing process. Staff associated in the manufacturing process are properly trained. The production parameters for the x-ray welding process were verified and found to - be in compliance with the specified requirements outlined in the procedure. No deviations, non-conformances, or rework activities were recorded for this lot during the manufacturing process. Raw material review: there were no changes in the approved supplier for the cotton non-woven material used in this lot. No variations in raw material specifications or quality were reported by the supplier for the relevant batch. Instructions for use (IFU) review the IFU for this product provides specific handling recommendations: "saturate neurosponge with sterile, physiological saline to reduce linting due to adherence before removal from surgical site. Replace neurosponges on the accountability card (if applicable) as they are removed from the wound." The customer's notification lacks critical contextual details that would aid in evaluating the complaint thoroughly. Specifically: the method of removing the neuro device from the surgical site was not described. The anatomical location where the device was used was not specified. Review of material specification and incoming records for raw material, revealed no changes in the material composition/structure the following findings support the material's conformity to specifications and incoming inspection quality. No defects recorded; all rolls accepted - coa confirms basis weight (avg: 193.9 g/m ¿) and thickness (avg: 68.68 mils) meet medsorb spec. The review of DHR showed that the product was manufactured according to product specifications, see attached. Therefore, investigation could not be linked to the manufacturing process. This absence of information limits the ability to fully assess potential contributing factors such as tissue type, exposure time, or removal technique. A definitive root cause could not be established, as the investigation did not identify any association with the manufacturing process. Additionally, the information provided in teleflex notification summary is insufficient to support a thorough analysis. Key details are missing, including the anatomical site of use, the type of solution applied, and the duration the sponge remained inside the patient." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the or staff just let me know these are basically literally like cotton and they've had to pick cotton out of the patient after using them". Additional information received states that there was no medical intervention required nor patient harm or injury. All pieces were removed from the patient. The patient's status is "discharged to home".